Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved will not be returned for evaluation; however, the history logs were provided and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports, "zosyn was programmed to infuse over 30 min. Rn claimed that the bag emptied in 10 min." Limited information provided. No patient injury reported.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). The volumetric accuracy was tested three times at 300ml/hr and 50ml and the pump tested within specification. Furthermore, the pump's operational log was reviewed and there were no indications that the pump malfunctioned. Preventive maintenace service was performed. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.